Event description:
It was reported that tandem mobi showed a ¿not enough insulin¿ alarm while customer was using cartridge with 50 units of insulin and filling tubing with 5 units. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge, also changed infusion set even though no issue or damage was found, then resumed insulin delivery, and technical support arranged shipment of replacement cartridge and infusion set to ensure customer satisfaction.